Manufacturer narrative:
This is one event reported (death) on the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and cerebrovascular events on (B)(6), 2011 and subsequently expired after the use of the product.